Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the plate was discarded by the user, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. While it could not be stated definitively, nor could the chronology of events be confirmed, it is possible that the plate was not fully seated during the index surgery, allowing it to migrate and toggle the screws back and forth causing the screws to back out. Although the root cause of the incident could not be ascertained, the plate not fully seating causing it to migrate and the screws to back out could have possibly led to the event.

Event description:
On (b)(46 2017 it was reported to k2m, inc. That a revision surgery took place in which a plate and screws were removed. Revision surgery took place (B)(6) 2017. Related to 3004774118-2017-00175.